Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the instrument was received with the black coating of the blade damaged. The device was connected to a test hand piece and tested on a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device did activate during functional testing. During functional testing, the clamp arm of the device opened and closed as expected. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activations without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, ¿tighten assembly,¿ ¿blade error detected¿ or ""relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A cause could not be reached as to what caused this issue.

Event description:
It was reported that during an unknown procedure, it was difficult to open and close the device's jaws. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2021. Upon review of the information provided and device evaluation, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.